Event description:
It has been reported to philips that the device was not booting up successfully. The system was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed and found that the host pc did not power on. Upon further, fse found that host pc was faulty, and he suggested to replace. However, the service quote provided by philips was not accepted by the customer and therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.